Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple sensors that did not work occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of multiple sensors that did not work is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.